Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.  Based on the results of the investigation, it could not be definitively determined what was the residual liquid at distal end as there was no damage to the area where the residual liquid was detected. Additionally, it could not be definitively determined what the foreign material was in the light guide-lens since the material adhered to the point other than outer surface of the device, the material could not be eliminated by reprocessing. Furthermore, the event of gap at glue between distal end and server plug-in occurred by physical stress applied to distal end. The user may detect the events of residual liquid at distal end and foreign material in light-guide lens by handling the device according to the following instructions for use. Operation manual 3.3 inspection of the endoscope the user may prevent occurrence of the residual liquid at distal end by handling the device according to the following instructions for use. Prevention measures are written in reprocessing manual 5.3 preclean the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories. The user may detect the event of gap at glue between distal end and server plug-in by handling the device according to the following instructions for use. Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The user may prevent occurrence of the event of gap at glue between distal end and server plug-in by handling the device according to the following instructions for use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The device evaluation also found the following reportable malfunction: the adhesive between distal end and z-block was cracked and had a gap.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects inside of the light guide lens and residual liquid on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.